Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incomplete sleeve recovery with the incident lot was observed. Additionally, retention samples were selected from bd inventory for sleeve function testing and upon completion, the issue relating to sleeve recovery was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incomplete sleeve recovery with the incident lot was observed. Additionally, evaluation & testing of the retain samples was conducted and incomplete sleeve recovery was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that poor sleeve function occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed after blood draws. Clinician is exposed to blood as it is leaking out the end of the needle do to now coverage and it is a potential needle stick."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor sleeve function occurred during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "rubber sheath covering the eclipse blood drawing needle does not fall back over needle once tube is removed after blood draws. Clinician is exposed to blood as it is leaking out the end of the needle do to now coverage and it is a potential needle stick."